Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During the procedure, the deployment slider was stiffer than usual. It was also noticed that the guidewire was having difficulties advancing and retracting. The procedure was completed successfully with the same device. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.